Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported to philips that the device doesn't recharge internal battery and after analysis, a defect was found in the therapy pca (453564489061).there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy pca. The quote for replace therapy pca has been sent to customer, upon receiving customer's approval pca will be replaced. The device remains at the customer site and no further evaluation is required at this time.